Event description:
A leak was found at the initial onset of a podiatric procedure. The reddish tinted oil appeared to be coming from the sag head. The procedure was completed with another device. There was no change in the procedure, so no delay or adverse consequences to the patient.

Manufacturer narrative:
The device was returned to the manufacturer and reviewed by a qc technician. The customer complaint of leakage could not be verified. General maintenance was performed on the device and it was returned to the customer. Similar complaints have found that the leaking of the handpiece during use is most likely caused by fluid being introduced to the handpiece during the cleaning and sterilization process at the account. The IFU warns the customer to not submerge the product during cleaning.